Event description:
A center director reported that a pt who underwent bilateral lasik was diagnosed with corneal haze in the right eye, at the two week postoperative visit, and pt complained of aura around lights and hazy vision. Topical steroid drops were prescribed. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).